Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for multiple patients while using the cobas® sars-cov-2 assay for use on the cobas® 68/8800 systems. A total of 354 samples are alleged to have generated a positive result for sars-cov-2. The same samples were retested and generated a negative result. The initial positive result was not released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out. (B)(4).

Manufacturer narrative:
A CAPA was initiated. Per the investigation, the underlying technical root cause is optical spatial cross talk, which in specific situations (high positivity rate on the plate with similar CT values of true positives with high rfi values around a negative sample) in combination with the asap (assay specific analysis package) setting may lead to false positives. Asap is a software which contains all assay specific parameters and definitions. Based on the evaluation of global complaint data and the quantity of tests sold globally, the frequency of occurrence is estimated to be (B)(4). A false positive rate anywhere in this range would not cause an impact to the overall performance of the test or the test¿s specificity. While a false-positive result for sars-cov-2 could lead to cohorting with others with true sars-cov-2 infection and transmission of the infection to the erroneously diagnosed patient (including those at high risk due to comorbidities), prior vaccination and the availability of antiviral medications and other treatment modalities can reduce the likelihood severe illness, hospitalization and/or death. The latter also mitigates the risk for those who may defer protective measures because of assumed natural immunity. However, patients with risk factors for severe disease would be less likely to relax their precautions. Taking the low rate of false positive occurrence and the low probability of subsequent patient safety impacts together, the false positives are unlikely to cause adverse transient or severe adverse events. Additionally, no harm was indicated in the current case. An updated asap version with optimized settings has been made available and the customer was upgraded to the new asap version. Issue has been solved at the customer site. Note, the customer initially alleged 14 samples and then reported an additional 354 samples which had exhibited the same unexpected positive results. Sample ids were only provided for 14 samples; 9 were linked to the optical spatial cross talk issue, 4 were found to be close to the limit of detection of the assay, and 1 sample showed consistent positive results during initial and repeat testing. While sample ids were not provided for the rest of the alleged samples, the data review showed 343 samples; 313 were found to be linked to the optical spatial cross talk issue, 29 were found to be close to the limit of detection of the assay where results can waiver upon retests, and 1 sample was likely due to a potential mutation for target 2, however, it is not confirmed.